Manufacturer narrative:
The complaint cannot be verified with the information provided and without the devices for evaluation. Per event description: "(B)(4) glenoid trial broke." It is concluded that the instrument was broken. The most likely probable cause of the event is attributed to use error. Dfu-0023-eor3_fmt_en. I. Cautions. 6. Flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument. 7. Do not overstress the device or use device to pry tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/24/2023, it was reported by a sales representative via sems that an ar-9236-03pp glenoid trial broke. This occurred during a case, with no patient effect reported. There was no additional information provided. Additional information has been requested.